Event description:
Customer states there is a white substance on the tube wall. They have seen this is the past but not to the extent of what is on the wall for this lot number. Concern is they are seeing hemolyzed serum from this lot.

Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. No customer pictures were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. The cause of the event cannot be determined.